Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, the patient faced that the infusion set cannula had been replaced due to bent cannula at upper glute. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 3 of 7. (B)(6).